Event description:
The facility returned the device for service. During service testing the baxter repair technician reported that channel a and b was underfusing. According to the hospital representative there was no patient injury or medical intervention reported. No additional contacts or information was provided.